Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked lcd window.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that numbers were scrolling up and down with no input from customer. Customer was advised that insulin pump will need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.